Event description:
It was reported that the device failed accuracy test. There was unknown patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. E1 - initial reporter phone: (B)(6). H3: one device was received for evaluation. Service history review identified this device has not been in for service previously. Event history log was reviewed. The reported problem was confirmed as the device failed the accuracy test. The root cause of the issue was found to be contamination around the chassis and air detector was loose. To solve the issue, they cleaned the contamination around chassis with wipes and replaced the expulsor, valves, foam, optical disk, air detector, and downstream occlusion (dso) sensor.